Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, on (B)(6) 2014, patient underwent a revision procedure. During the procedure, the inserter would not separate from the proximal body. The prosthesis was removed and replaced with another femoral device.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.